Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported the ins had not been working for a while and had completely drained. The patient reported they would try to charge the implant and it would take several hours to only get ½ charged. The patient stated when they first got the ins, or even up to a year ago, the patient could charge the implant and it would only take a couple of hours to get fully charged and would last 2-3 weeks. The patient stated all of a sudden they noticed that they charged and it would just drain in about a week and a half or so. The patient reported there was a good possibility they made changes to their settings that caused the battery to drain faster. The patient also noted they were getting ready to retire and used the implant more. The patient noted they may have forgotten it was on at night sometimes because they would turn it off is they weren¿t hurting. The patient stated they knew they left the ins on longer than it should have been because they didn¿t realize it was on. The patient stated they noticed the ins was getting low and turned it off to charge, but the next morning it would be zero and the ins was harder and more difficult to charge. The patient stated the last time they successfully charged was probably (B)(6) 2016 because she had not had it on due to it not charging. The patient mentioned it would overheat. They said the temperature icon on the recharger would display and it would overheat and turn itself off. The patient said that happened when the battery was only half full so they stopped the charge and only use half. The patient was directed to their healthcare provider to address the recharging issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. It was reported that the implantable neurostimulator had stopped working in the past week. The caller was trying to contact the representative (rep) in the area. No further complications were reported.